Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. Blood glucose reading was 30 mg/dl. Customer was treated with food for low blood glucose. The customer stated they were sick and did not eat properly. The insulin pump will not be returned for analysis.